Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. Patient with a history of ischemic cardiomyopathy and severe left ventricular systolic dysfunction. The patient is very concerned about their risk if they keep the device. The patient is a young individual and would prefer not to take any risk. The patient feels strongly that they would like the device replaced. (Per md h&p)